Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a spike breaking inside the bag was received from the customer. One sample was returned for investigation. Through visual inspection, the customers complaint was confirmed. The spike has broken off the drip chamber. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The breakage type was a ductile fracture. The root cause for these fractures is an external force breaking the spike. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set spike broke in the bag. The following information was provided by the initial reporter: "spike broke in half in bag."